Manufacturer narrative:
Beckman coulter customer technical service (cts) remotely assisted the customer with the au5800 chemistry analyzer. Cts suggested that the customer replace the sample syringe. As the customer replaced the sample syringe, they observed a leak in the grey valve beside the sample syringe. Beckman coulter field service engineer (fse) went on site and replaced the ise sample valve and pressure sensor which resolved the issue. The failure mode is multiple hardware. The fse verified system performance and no further issues were reported. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low ion selective electrolyte (ise) patient results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.